Manufacturer narrative:
Date of event: estimated since unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was implanted successfully in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was being monitored for a possible pulmonary embolism when the physician noted that there was a thrombus on the closure device. The patient was started on anticoagulation medication and will follow up with the physician.